Manufacturer narrative:
Consumer stated that she wanted to know how many times can she re-boil it. Has been using for one week and wants to reshape it. Already boiled it three times. Spoke to her on (B)(6) 2014 and was informed that the guard also fell apart after about 2 weeks. She is sending in her proof of purchase for a replacement.

Event description:
Stated previously that she wanted to know how many times can she re-boil it. Has been using for one week and wants to reshape it. Already boiled it three times. Spoke to her on (B)(6) 2014 and was informed that the guard also fell apart after about 2 weeks. She is sending in her proof of purchase for a replacement.